Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation. He reported his programmer displayed a message regarding his ipg battery that appeared to be a low battery message. Follow-up indicated the physician plans to replace the patient's ipg with a rechargeable model.